Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer received a questionable glucose result for a patient from an accu-chek inform ii meter with serial number (B)(4). Prior to the event, an ambulance had been called for the patient who was found unresponsive. At an unknown time in the morning, the emt tested her with an unknown meter and the glucose result was 41 mg/dl. The emt gave the patient (B)(6). The emt tested her again with an unknown meter and the glucose result was 239 mg/dl. The patient became alert and responsive on the way to the hospital. At 08:11 am the glucose result was 416 mg/dl from the suspect meter. At 08:20 am a laboratory sample was collected and the glucose result was 196 mg/dl. There was no allegation of an adverse event and the patient was "ok". No treatment was given based on the meter result. The suspect product was requested to be returned for investigation. The qc was tested before and after the event. The linearity was tested on the day of the event that was within range. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Manufacturer narrative:
The customer did not return any materials for investigation. The investigation was unable to find a definitive root cause.